Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharp shuttle. The customer reports a paramedic took care of a pt requiring a glucagon injection. The needle was then placed in a sharp shuttle and placed in the truck. The next paramedic was checking the truck for supplies and felt a stick; the glucagon needle had penetrated the shuttle. The paramedic did receive a tetanus update booster, and will have to f/u for a year because they do not have the source pt.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.